Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her ins was ¿no longer on¿ and not working since 4 years ago. The patient reported that the therapy wasn't working how she needed it to since 4 years ago. The patient reported her lead wires were coming out o her spinal column since 1-2 years ago. The patient reported that it was diagnosed when she had a CT scan. The patient reported that her managing healthcare provider (hcp) wasn't aware of the issue. The patient reported that she did try to get her programming changed but she stated something would happen before the appointment and the manufacturer¿s representative (rep) wouldn't be able to make it. The patient reported that she just gave up trying. The patient was redirected to her hcp to have the ins and leads checked. No further complications were reported.